Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs sys on (B)(6) 2007. It was reported that the pt was out of town and neither his magnet nor programmer were readily accessible. As such, he has been unable to turn the stimulation off since leaving home. The continuous therapy reportedly caused the pt's lower extremities to swell. In an effort to resolve this matter, a magnet was shipped to the pt's out of town location. F/u on the pt found that the reported swelling subsided once he was able to turn the stimulation off. No other issues were reported.